Manufacturer narrative:
Section b5: the additional information received about infection and sepsis are reported under MFR# 2916596-2019-05215.

Event description:
Additional information was received that the patient initial infection and sepsis source was unknown, but it was believed initially to be lvad or implantable cardioverter defibrillator related. Later, it was guessed that the infection was from an abscessed tooth. There was no confirmation on a source. No further detail was provided.

Manufacturer narrative:
Investigation summary: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate ii/heartmate 3 left ventricular assist system}. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Infection was reported under MFR# 2916596201905215. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to intracerebral hemorrhagic stroke. The patient was presented to the hospital with weakness on one side of body. Computed tomography (CT) scan was performed and the result was negative, so he was kept inpatient to continue to monitor. He gradually regained all strength and his inrs remained therapeutic. The team decided to keep him inpatient so he could have an abscessed tooth removed, so he was transitioned to arixtra since he has a history of heparin induced thrombocytopenia. His inrs continued to be monitored and were appropriate on arixtra (less than 2). The evening before the procedure, he developed a severe headache followed by numbness on his left side. Multiple cts were done, and noted an acute parenchymal hemorrhage in the right parietal lobe and a parenchymal hemorrhage in the right parietal white matter. Also worsening mass effect with effacement of right frontoparietal sulci, compression of posterior right lateral ventricle, and minimal leftward bowing of septum pellucidum. Approximately 6.5 x 3.6cm parenchymal hemorrhage in the inferior right parietal lobe with worsening edema with marked worsening of the right to left mid line shift. Acute intraventricular hemorrhage in the right lateral ventricle was new since prior study. The patient was deemed not a surgical candidate, so he was made a dnr/dni and transitioned to hospice. He had received kcentra but it did not help. The patient had a systemic infection of unknown origin, but was suspected ICD or vad infection that had been treated with antibiotics. The device operated as expected up until it was turned off by vad coordinator. No equipment was exchanged and no device will be returned. No further information provided.